Event description:
It was reported that a no readings/ sensor error/ brief sensor issue occurred. Performance data was reviewed. No readings/ sensor error/ brief sensor issue was not found within the investigation window. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a signal loss over one hour occurred. The probable cause was determined to be the mobile device lost power.

Manufacturer narrative:
(B)(4).